Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg). The bg value and cause were unknown. The customer attempted to resolve the issue by changing out pump supplies. Additionally, the customer was admitted to the hospital where saline and intravenous insulin drip was administered. The customer was released from the hospital after two and a half days with no permanent damage.